Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: in or about (B)(6) 2008, patient began experiencing pain and swelling in the area where his hip resurfacing system was implanted; in or about (B)(6) 2009, patient had the area drained of fluid; between (B)(6) 2009 and (B)(6) 2010, patient made approximately eight visits to two orthopaedic surgeons regarding pain he continued to experience; in or about (B)(6) 2010, patient was informed that the mechanics of his hip resurfacing system were not functioning properly; on or about (B)(6) 2010, patient underwent revision surgery; on or about (B)(6) 2010, patient began experiencing severe difficulties in walking; on or about (B)(6) 2010, patient reported to hospital where it was discovered that he was suffering internal bleeding; on our about (B)(6) 2010, it was discovered that patient developed a staff infection; on or about (B)(6) (B)(6), and (b()6) 2010, patient had three "cleanouts" of the area while under general anaesthetic; on or about (B)(6) patient was released from hospital; approximately twelve hours later, he was forced to return; further examination determined that he had developed blood clots in his lungs; on or about (B)(6) patient was released from (sic) home, where he is now confined; patient must now take fluids intravenously as well as blood thinners.